Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experiencing high blood glucose levels and hospitalization. The customer reported having high blood glucose levels of 330 mg/dl and 368 mg/dl . Customer reported going to the emergency room via emergency medial service to treat for high blood glucose levels. Customer reported hospital (B)(6) and was treated with IV solutions diagnosis. The customer experienced symptoms such as nausea and slightly higher ammonia level. The customer had been using the insulin pump system within 48 hours of reported high blood glucose levels. Customer also reported having trouble with his infusion sets and having to change his infusion sets 5 times within 3 days. Customer stated not being sure if he was absorbing and had been blousing every few hours. The insulin pump will not be returned for analysis.